Manufacturer narrative:
Other text: mw5105566.

Event description:
Information was received indicating that a cadd cassette was causing the pump to generate an alarm, the end user could not recall what alarm or message was displayed. It was reported the end user switched to another cassette and was able to successfully complete infusion. No adverse patient effects were reported